Event description:
It was reported that "a dime size burn was found after ground pad removed. Ground pad discarded, no photos taken."

Manufacturer narrative:
The actual device was disposed at the hospital. We are attempting to gather additional information from the hospital for the investigation. We will file a supplemental report when the investigation is completed.